Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
Customer received a blood glucose reading 134mg/dl on the contour next link. He also tested on the contour and received a reading of 73mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the strips for evaluation. New strips were sent to him.